Event description:
It was reported the monitor image went black for a moment (about 3 seconds) and then recovered naturally. The issue occurred during a unspecified procedure. The intended procedure was completed with the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the use of a recording machine from other company, causing connection issues. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during an endoscopy procedure.